Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was impossible to perform the registration step. The procedure has been completed with a traditional surgery technique.